Manufacturer narrative:
Manufacturing site investigation: samples received: 15 unopened pouches. There are no previous complaints of this code batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Needle attachment testing of the samples received was completed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread detaches from needle.